Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer was unable to rewind the insulin pump. Customer stated he wasn't sure if the device was delivery the insulin. Customer's blood glucose was 544 mg/dl and was bolusing. Customer reported the numbers on the device were ramping on there own. Customer does not recall any issues that may have caused the keypad issues. Customer was advised to discontinue use of the device. No further information reported.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery, battery out limit alarms, or and open circles display noted. The device passed displacement test, rewind and basic occlusion tests. No unexpected low reservoir alarm or rewind anomaly noted. Fixed prime was performed and insulin did exit. No delivery anomaly or displayable history crc check failed on startup error alarms was noted. No displayable history crc check failed on startup error alarms noted during testing, however it was found in alarm history screen, which is due to corrupted history file. The device had intermittent button response due to flattened, all the buttons, dome switch. No numbers ramping up noted. The device had cracked case at display window corner, minor scratched lcd window, cracked belt clip slot at battery tube threads area, and cracked reservoir tube lip.